Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 123-140mg/dl fasting. Verified the strips expired 8/24/2017. Customer confirms the strips have been properly stored and was first opened two weeks ago. Reviewed meter memory: (B)(6). Customer is concerned memory results are too low. Customer said that his meter is never close to the dr's blood results it is always lower. Customer had a very hard time reading the memory in his meter. Meter was not set up.